Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: pump thrombus. Specific component(s) involved: other component malfunction, specify. Additional text: other component: pump thrombus. Causative or contributing factor: patient noncompliance in device maintenance and protection. Other cause: intervention(s): other interventions, specify. Other intervention : device explanted. Implant device type: lvad.